Manufacturer narrative:
H.6. Investigation summary: received a 20ga nexiva catheter-adapter extension set inside an open package from lot number 9064550. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: the extension tubing of the unit received was disconnected from the winged adapter. No traces of adhesive were observed on the extension tubing. Traces of adhesive were observed outside of the adapter port. Conclusion(s): manufacturing ¿ the device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the zone 8 adhesive dispense station. When the adhesive dispenses tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design on nfa1 and nfa2, and it was discovered that the 100% adhesive presence vision system was not capable of detecting these failures. When nfa3 was validated, it was thought to have the same vision system tool upgrades as nfa1 and nfa2 in order to detect these failures; however, it was determined that modifications to the nfa3 vision system tools needed to be made as well. The manufacturing department identified the issue and took immediate corrective action on 03 may 2019 by upgrading the vision system on the nfa3 production line to be able to detect adhesive that was not in the correct location. Tip holders are in place at the station to better protect the tips from damage and becoming misaligned.

Event description:
It was reported that separation occurred before use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "when setting up to teach new staff to use the nexiva, the tubing section came away from the rest of the catheter when picking up the device."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred before use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "when setting up to teach new staff to use the nexiva, the tubing section came away from the rest of the catheter when picking up the device."